Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) recorded electrograms (egms) with ventricular tachycardia (vt) where the ra chamber looks flat. It was discussed with the caller that this is a normal device behavior due to how it is programmed. Also, there was functional under sensing of ventricular pulses. The crt-d remains in service at this time. No adverse patient effects were reported.